Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to noise/oversensing from an external source. An alert was triggered due to the oversensing/noise. The patient was noted to be in a recreational vehicle camping at the time of the shock. The device remains in use. No further patient complications have been reported as a result of this event.